Event description:
The pt was being transferred from the bed when the lift went down and would not stop. The emergency stop button did not respond and the lift continued to go down. The battery was removed and the lift stopped, pinning the resident between the lift and the bed. The battery pack was reinserted and the lift worked properly. No injuries were reported.